Event description:
User experienced low sodium results for an unk number samples over a two day period. Three pt examples were provided. Pt 1: initial result 132 mmol/l, repeat 139 mmol/l. Pt 2: initial result 133 mmol/l, repeat 140 mmol/l. Pt 3: tested in early 2008, initial result 131 mmol/l, repeated twice gave 138 and 137 mmol/l. No erroneous results were reported as repeat testing was performed on a backup analyzer and those results were reported. Pts were not adversely affected. The field service rep determined bad electrodes and contamination were possibly the cause. He replaced and activated both the sodium and reference electrodes and replaced the sample probe. Performance tests performed which were within spec.